Manufacturer narrative:
The device is past the end of support date and no parts are available to repair the device.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator¿s pacing was not working. There was no patient involvement.